Manufacturer narrative:
Batch review performed on 09 november 2021. Lot 2011614: (B)(4) items manufactured and released on 11-mar-2021. Expiration date: 2026-mar-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Other devices involved: batch review performed on 09 november 2021. Amistem p 01.18.404 amistem-p std stem size 4 (k173794) lot 2101349: (B)(4) items manufactured and released on 12-mar-2021. Expiration date: 2026-mar-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot 2012922: (B)(4) items manufactured and released on 15-apr-2021. Expiration date: 2026-mar-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.

Event description:
Revision surgery was performed 2 months and a half after the primary surgery due to infection. Cup, liner, head, and stem revised.